Event description:
This report is based on information provided by philips quality technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the device shutdown during in use. Based on the limited information, the reported event will be considered a serious injury because life-saving therapy/treatment may have been interrupted and or delayed and may have led to a deterioration in the state of the health of the patient. Patient outcome is unknown. During a ventricular arrhythmia in the patient at the end of the procedure, defibrillation paddles were used. When the shock was delivered, the defibrillator switched off and the shock was not delivered. It appeared to the customer the paddles had created a short circuit. Available information from an email response, provides that the customer was able to shock the patient 5 times before the ¿defibrillator suddenly shut down. The issue was resolved at the time by using an emergency defibrillator. There was less than 5 minute delay before the patient could be defibrillated. The record states the patient was not injured. Information regarding the patient outcome, and how the device event impacted patient care were asked; however, remain unknown. Log files and the patient event file were also requested; however, were unavailable due to the customer does not know how to get them. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by qualified clinical evaluator (ce) and vigilance reporting specialist (vrs). The ce determined that the device failure alleged in this case may have caused or contributed to a serious injury. The vrs concluded this complaint meets the definition of an adverse event. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and grid codes.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that in the event of a ventricular arrhythmia in the patient at the end of the procedure, defibrillation paddles must be used. When the shock is delivered, the defibrillator switches off and the shock is not delivered. The paddles appear to have created a short circuit.

Event description:
Philips received a complaint on the mrx device indicating that the device did not discharge during patient use. Based on the limited information, the reported event will be considered a serious injury because life-saving therapy/treatment may have been interrupted and or delayed and may have led to a deterioration in the state of the health of the patient. Patient outcome is unknown. According to customer that during a ventricular arrhythmia in the patient at the end of the procedure, defibrillation paddles were used. When the shock was delivered, the defibrillator switched off and the shock was not delivered. It appeared to the customer the paddles had created a short circuit. Available information from an email response, provides that the customer was able to shock the patient 5 (five) times before the ¿defibrillator suddenly shut down. The issue was resolved at the time by using an emergency defibrillator. There was less than 5-minute delay before the patient could be defibrillated. The record states the patient was not injured. Information regarding the patient outcome, and how the device event impacted patient care were asked; however, remain unknown.

Manufacturer narrative:
Philips received a complaint on the mrx device indicating that the device did not discharge during patient use. Based on the limited information, the reported event will be considered a serious injury because life-saving therapy/treatment may have been interrupted and or delayed and may have led to a deterioration in the state of the health of the patient. Patient outcome is unknown. According to customer that during a ventricular arrhythmia in the patient at the end of the procedure, defibrillation paddles were used. When the shock was delivered, the defibrillator switched off and the shock was not delivered. It appeared to the customer the paddles had created a short circuit. Available information from an email response, provides that the customer was able to shock the patient 5 (five) times before the ¿defibrillator suddenly shut down. The issue was resolved at the time by using an emergency defibrillator. There was less than 5-minute delay before the patient could be defibrillated. The record states the patient was not injured. Information regarding the patient outcome, and how the device event impacted patient care were asked; however, remain unknown.